Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated manufacturer report #3005099803-2012-00841 pertains to the other device. It was reported to boston scientific corporation that the patient was implanted with an uphold vaginal support system during a sacrospinous ligament and vault suspension and posterior repair procedure on (B)(6), 2012. This procedure was completed with no complications to the patient, who is over 18 years of age and was fine at the conclusion of the procedure. Reportedly, post-implantation, the patient presented with urinary retention (exact date of onset unknown) and returned to the physician a few days later. According to the physician, the patient's urinary retention has since been resolved, however she presented with a urinary tract infection (date of onset unknown). Per the physician, as of (B)(6), 2012, the patient seems to be doing fine.

Manufacturer narrative:
The complainant indicated that the device was not used past its expiry date.